Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim and pink. This report is made based on results of investigation completed on 05/21/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: evaluation revealed that the keypad is peeling from the base. The keypad is cut and torn between up and ok buttons. All keys are responsive. Evaluation revealed that there was contamination found under the all key contacts. The display is dim and pink. (B)(4).